Event description:
User facility reported that following a novasure endometrial ablation, a uterine perforation was noted. The physician continued with a scheduled laparoscopic tubal ligation. Follow-up in 2009, revealed a post-ablation hysteroscopy was performed with no perforations noted. After a "uterine manipulator" was placed into the uterus a laparoscopy was performed which revealed two perforations with blanching; one on the left side approximately 0.5cm in size and one on the right side approximately 0.25cm in size. Both perforation sites were slightly medial and posterior to their respective cornua. A general surgeon viewed the bowel laparoscopically and saw no evidence of injuries. No treatment was given and the patient was discharged home. The patient was seen in the same month, and reported to be "fine". A hysteroscope and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot number not provided by the complainant,, therefore, the manufacture date is not known. Should we receive the complaint device, a supplemental medwatch with the results of our analysis will be filed. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilatation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.